Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with a perigee and another manufacturer's device on or about (B)(6) 2007 to treat her stress urinary incontinence and pelvic organ prolapse. It is reported by plaintiff's attorney that the plaintiff underwent revision surgery on or about (B)(6) 2011. Plaintiff's attorney alleged plaintiff suffered serious bodily injuries, including, but no limited to extreme pain, erosion of her internal bodily tissues, vaginal scarring, additional surgery, severe mental and physical pain and suffering, mental anguish, and emotional distress. Plaintiff's attorney also alleged plaintiff suffered debilitating injuries, including mesh erosion, hardening, chronic pain, worsening dyspareunia, recurrent incontinence and other permanent and debilitating injuries.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.